Event description:
Customer called with high bgs and feeling sick. Requested the co troubleshoot with her. Leadscrew test was done and pump passed test. Was not dropped nor subjected to moisture per customer.